Event description:
A medtronic representative received a report from a site that, while in a spine procedure, the interface between their spine frame and their open spine clamp was stripped. No further details regarding the damage, or how it occurred, were provided. The site did not have an alternate instrument to use. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Patient information was unavailable from the site. Part not returned. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. RMA issued. Replacement open spine clamp shipped to site (B)(4) 2014. RMA issued. Replacement reference frame sm passive shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis.